Event description:
The account generated a falsely elevated architect ca19-9xr of 68.28 u/ml on a patient sample that repeated 13.55 and 10.22 u/ml. The patient's historical value when previously tested was about 10 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list number 2k91-25 that has a similar product distributed in the u.s., list number 2k91-27. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. The ticket search identified normal complaint activity for the likely cause lot and the issue under review. Patient mean data (collected from abbott link) was reviewed. This data was used to calculate the average patient median, which was in turn used to determine the concentration difference of each reagent lot. The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. The likely cause reagent lot did not exceed the internal requirement for the architect ca19-9xr assay. This analysis concludes that the likely cause reagent lot reviewed, read patient results consistently. A labeling review was performed of the architect ca 19-9xr reagent package insert providing additional information to address discrepant results. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.